Event description:
It is reported that the devices were implanted in 2002. Post-op, the stem fractured. Revision surgery occurred in 2008.

Manufacturer narrative:
This report will be amended when our investigation is complete.